Event description:
It was reported that a trauma patient was brought into the ER. During insertion of the spring wire guide (swg) into the arrow raulerson syringe (ars), the swg got stuck and could not be advanced or pulled back. As a result of the use of force, tip of swg broke off and had to be retrieved through another interventional procedure. A second cvc was inserted. Swg was completely retrieved with no patient complications.

Manufacturer narrative:
No sample is being returned for evaluaiton.